Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope plastic distal end cover had foreign objects. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. For the foreign material has adhered to the distal cover malfunction, based on the results of the investigation and the information provided, the foreign material was originated from chemicals such as anti-foaming agents. However, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: the instruction manual operation manual ¿pcf-h290i series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿pcf-h290i series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.